Event description:
It was reported that q-syte ext set, luer-lok 6 in micro bore septum was collapsed. This occurred on 2 occasions. The following information was provided by the initial reporter: 1. During use, it was found that the soft septum of the joint was collapse, and there was no glue around, and liquid leakage occurred. 2. No personal injury was caused, but it had a bad influence on the sales of products in the department. It hope to assist in the investigation as soon as possible.

Manufacturer narrative:
H6: investigation summary: bd received one q-syte with an extension set from lot 0027169 in an opened package. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the q-syte had a pushed-in septum. Next, the unit was microscopically inspected for adhesive residue and residue was found indicating that the q-syte unit was properly attached. No other visible damage was observed to the q-syte unit. Next, the device was tested for leakage and no leakage was observed coming from the unit in either the actuated or unactuated position. Based off the visual and microscopic inspection the engineer was able to verify the reported issue of damaged septum but after testing the engineer could not verify the defect of leakage. Unfortunately, a definitive root cause could not be determined. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that q-syte ext set, luer-lok 6 in micro bore septum was collapsed. This occurred on 2 occasions. The following information was provided by the initial reporter: during use, it was found that the soft septum of the joint was collapse, and there was no glue around, and liquid leakage occurred. No personal injury was caused, but it had a bad influence on the sales of products in the department. It hope to assist in the investigation as soon as possible.